Manufacturer narrative:
(B)(4). Additional narrative: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter evaluated the device, and the leak condition was confirmed. No cause was determined. No repair was made for this as it is a single-use device. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) japan that one (1) (B)(4) sv 2.5 infusor device was observed leaking from the bladder 3 hours after filling. The device was filled with 50ml of 5-fluorouracil and 40ml of normal saline before connecting to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.